Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from october 08, 2019 - october 09, 2019. H10: two (2) samples were received for evaluation. An unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed in both samples which revealed a leak between the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.